Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿patient notified rn IV tubing was leaking, upon examination of the tubing a hole was discovered just below the upper locking mechanism which fits into the pump (pumping segment) medication infusing octrecotide approximately 10 cc of medication loss - no harm to the patient. It is unknown rate of infusing medication."